Event description:
The meter does not power on. Patient was experiencing symptoms of feeling sweaty and shaky at the time of testing. Patient took insulin after attempting to use the meter. Patient contacted a medical professional for advice and received insulin from the medical professional. No information on what the reading was at the doctors. Customer service checked that the batteries were in good condition and correctly installed. Batteries were replaced less than a year ago. Customer service was unable to reslove the issue and sent patient a new meter.